Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump housing split into two pieces when the patient¿s husband forcibly removed the pump from its case after the belt clip repeatedly detached from the back and the pump could not be removed normally. Symptoms included no adverse clinical effects and no change in blood glucose, which remained within target. Outcomes included no medical intervention, no hospitalization, and continued cgm use with dexcom; therapy was transitioned to a replacement device with instructions provided for shutdown, data sync to the app, and start-up on the replacement. Investigation included device replacement logistics, return authorization, and planned physical assessment of the returned unit. Investigation of this case revealed a mechanical integrity issue involving the enclosure and belt clip interface consistent with screen bezel or housing separation, with no associated device alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was product quality-related, likely component or assembly-related mechanical failure.